Event description:
Per incident report: a reprocessed ligasure was opened to the field. The ligasure was put into the patient through a laparoscopic port and was then realized to have bioburden on the tip.